Event description:
It was reported that the customer had an air bubbles anomaly on the insulin pump. The customer's blood glucose level was 250 mg/dl. The troubleshooting was performed. The customer declined to change set as she has concern with mios and does not want to continue use with them due to this being the 2nd set to use and find air bubbles in them along with concern pertaining to the high blood glucose that had been currently experienced. The customer was advised to monitor and call if problem persist. The customer was offered to exchange the remaining supply and states would be good and advised to revert to back up plan in mean time as we get the replacement out.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.